Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitants continue: 5086mri implantable pacing lead: (B)(6) 2012.. (B)(4).

Event description:
It was reported that about a month after implant, the patient complained of chest pain and visited a medical institution. A ventricular cardiac perforation was suspected and the patient was admitted to the hospital. Echocardiography or a computed tomography scan confirmed a pericardial effusion. A pericardial drainage was performed and egestion of fluid was confirmed. The ventricular lead remains in use. No further patient complications have been reported as a result of this event.